Event description:
It was reported that customer was hospitalized due to high glucose level. Suggested that customer take correction injection as per md. Troubleshooting performed and pump appears to be operating as designed.